Manufacturer narrative:
Device was returned to the manufacturing site as documented in section d9. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during the pre-morcellation test, there was a sensation that the blade was stuck (with almost no movement)". No negative impact in state of health reported.